Event description:
It was reported that the user experienced a severe high blood glucose event with readings over 400 mg/dl for approximately 45 minutes, preceded by several hours of elevated glucose, and the user changed the infusion set and supplies after noticing rising glucose, after which glucose trended down; the device model involved was ilet and the infusion set used was contact detach 23", 6 mm, with the cause unclear. Symptoms included fatigue, thirst, frequent urination, and irritability consistent with hyperglycemia. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.